Event description:
It was reported that one day post lead replacement, the device had a sudden decrease in battery voltage. Device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported sudden decrease in battery voltage was confirmed in the laboratory via review of the device image. Excessive charging was noted to have caused the sudden decrease in battery voltage. The device was tested using automated testing equipment and no anomalies were found.